Manufacturer narrative:
Findings: unit unable to prime during the prime test due to faulty sensor resistor. Unable to performed the excessive no delivery alarm due to prime anomaly. No motor error alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. No alarm on alarm history screen. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 352 mg/dl. Troubleshooting was not performed. The device was returned for analysis.